Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6: health effect clinical code - respiratory insufficiency.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On the same day, it was reported that while the patient was sleeping, she was snoring loudly. The tandem pump cgm display device was alarming with egv 300 mg/dl, but the patient was unresponsive. The bg was not checked and the husband called 911. There was no treatment provided by the spouse. The patient was transported to the ed by ems and the bg en route was 18 mg/dl. The egv at that time was not specified nor clarified. Upon arrival to the ed, the patient was still unconscious and the sensor was removed. The patient underwent unspecified testing and treatment. The exact reversal of hypoglycemia was not documented and "no prescription details were provided." The patient was intubated and transferred to another hospital in critical condition. On (B)(6) 2024, the patient regained consciousness and the unspecified tubes were removed. She was discharged the next day. At the time of contact, it was indicated that the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.